Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support stating they were using more insulin than anticipated with the ilet and noted a blood glucose value of 250 mg/dl after a recent meal; no alerts or alarms were reported and no specific device or component problem was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event characterized as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.